Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. The device was not returned for investigation.

Event description:
A patient reports while plugging in their controller to charge they had smelled smoke and the controller would not turn on or charge. The patients reported blood glucose level was between 120 mg/dl and 250 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.